Event description:
It was reported that an ilet user wearing a dexcom g7 experienced a persistent pairing failure between the ilet and the sensor, despite re-entering the sensor code and attempting device selection toggles; the user replaced the g7 and completed pairing with a new sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 with intermittent communication failure implicating the wireless antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.